Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.